Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited the connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the connecting tube was not confirmed. There was no damage to the area where the foreign material was detected. However, olympus could not identify a definitive root cause of the event. Three attempts were performed to obtain additional information, but no response was received from the customer. The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.